Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's fiancé reported that the customer was experiencing high blood glucose readings of 500 mg/dl. Customer believes that the high readings may be due to the heat. Customer stated that they have treated with a manual injection. Troubleshooting was performed and the drive support cap appeared to be normal. Customer's current blood glucose reading is 162 mg/dl. No further information reported.